Event description:
On 7/13/88, an aus cuff was implanted. On 10/5/88, the balloon and pump were implanted in a second stage surgery. On 3/11/97, the device was removed from the pt and replaced due to leakage-tissue atrophy.